Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. Since the medical center did not return the impella device, no benchtop analysis was possible and based on the clinical information, the root cause of the issue was not determined since product was not returned and sufficient clinical information was not provided. The failure mode will be monitored and trended.

Event description:
The user facility reported a 69-year-old was escalated to an impella 5.5 device from an impella cp for mechanical circulatory support. The physician noted the tortuous subclavian artery made implant challenging. The patient became very hypotensive requiring pressers and packed red blood cells. The patient experienced an access site bleed. The impella 5.5 was explanted.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-02439 was provided.

Event description:
It was noted care was withdrawn and the patient expired while on impella cp support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.